Manufacturer narrative:
(B)(4). Currently pending evaluation of the pt use event. Device MFR date: 01/01/2005.

Event description:
During a deployment the user questioned the devices shock canceling decision.